Event description:
Customer alleges the axle bolt & lock nut washer sheered off or broke off and the left tire fell off chair. No injury alleged

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsc2-cg, (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1149267 rev c (sep-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). Who resides a a nursing home. The consumers preexisting medical condition is stated as cerebrovascular accident (stroke). The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that they received a repair request, the left center (drive) wheel fell off of the tdxsc2-cg power chair. A senior technician, from the dealership, reported that when he arrived to review/repair the power chair, a maintenance man from the nursing home had already attempted to repair the chair. The maintenance man inserted a spare bolt, which was the wrong size, with washers, which was not a locking washer, to attach the wheel onto the power chair. The wheel was loose and half way off when the tech arrived. The chair was taken back to the dealership and the dealer discovered that the original locking washer somehow broke/gave way causing the wheel to fall off. The maintenance man, from the nursing home, allegedly stripped the gear box when he inserted the wrong size bolt. No injury due to the issue being with the center drive wheel and there are front and rear casters to keep the power chair stable.